Event description:
It was reported that upon interrogation, the pulse generator yielded an incorrect magnet rate. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.